Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues, including application problems on the handset where apps were not showing on the home screen, trouble charging the implantable neurostimulator, and prolonged charging times of 2-3 hours instead of the expected 1 hour. The patient also reported the battery level of the controller dropping to 19% during use, receiving a warning to charge the controller, and being unable to locate or access the recharging application. The patient, who uses a wheelchair, described difficulty managing the device and had communication challenges during the call. The patient stated that the recharging belt was used but charging remained slow, and that the recharging speed was set to 4. The agent reviewed recharging considerations and attempted to guide the patient through using the recharger application, but the patient was charging the wireless recharger due to a low battery. The issue was not resolved through troubleshooting, and the patient was redirected for further assistance. It was unknown if there was any patient involvement or complications as a result of the event.